Event description:
It was further reported that an implantable pulse generator (ipg) check was normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately five months post generator changeout, the patient experienced, "blackout episodes," with pacing pauses and bradycardia on telemetry. It was also reported that the right ventricular (rv) lead exhibited high thresholds. Both the right ventricular (rv) lead and implantable pulse generator (ipg) were inactivated and replaced with a leadless ipg. No further patient complications have been reported as a result of this event.